Manufacturer narrative:
(B) (4). (B) (4).

Event description:
The customer claims the alarm unit has power and does not alarm when weight is applied to the floor sensor mat. The floor sensor mat works perfectly with other alarms. The alarm was tested with new batteries. No pt injury reported.